Event description:
It was reported the pt underwent a catheter revision due to dislodgement 2 months following implant. The pt is reporting that the catheter has come out of its place again and she needs to get this issue fixed. The pt has requested the hcp do a catheter dye study. The pt reported,she is currently on oral medication and she is not sure if she is having relief from therapy. Pt symptoms included a headache and increased pain. The drug used in the pump was sufentanil. The pt requested a list of physician listing.

Manufacturer narrative:
.